Manufacturer narrative:
The reported event of setscrews could not be tightened was confirmed. Analysis showed that the physician had unscrewed both a- and v-setscrews out of the connector block sockets. The physician applied excessive turns to the setscrews in the reverse direction. Once they are out of the sockets, the setscrews will fall at an angle, preventing the wrench from being reinserted into the inset to engage and tighten the setscrew. No anomalies were found with the device. The problem with the setscrews was due to improper use of the torque wrench by the user.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pulse generator's header had failed to be tightened. The pulse generator was not used, and a new pulse generator was implanted. The patient was stable throughout the procedure.